Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 4. The system was tested and verified as ready for use. Isi received the usm for failure analysis investigation. The unit was analyzed and the reported failure as confirmed. The system log recorded error 32097 coupled with error 31226 pointing to the aurora link axes controller spar (acs) downstream to the axes controller carriage (acc). The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a test platform where all tests passed. No visual damage was found during inspection. .

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer experienced a 29771 fault on universal surgical manipulator (usm) 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) was not able to review the logs as the site had power cycled the system prior to calling in for troubleshooting. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system powered on without errors. The recoverable fault was cleared. The instruments were rearranged, and usm 1 was used instead of usm 4. The site continued the procedure with the remaining usms.